Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his hp handheld would no longer hold a charge. Troubleshooting was performed, but issue persisted. Product has been requested, but has not been returned to date.